Event description:
It was reported that 48 months after the implantation oversensing with inappropriate therapies occurred. The lead remains implanted at this time. Should additional information be received, this file will be updated.

Manufacturer narrative:
The ICD and the lead were not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of these particular devices as well as on the returned device data and the available x-ray image. The manufacturing process for these devices was re-investigated and all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing processes. Particularly the final acceptance tests proved the device functions to be as specified. The returned device data have been analyzed. The analysis of the available iegms revealed artifacts in the right ventricular channel leading to oversensing with shock deliveries, confirming the clinical observation. However, the data showed no indication of an ICD malfunction. The provided x-ray image demonstrated the lead in the implanted state. The lead was implanted with much slack and showed a loop inside the atrium which might have resulted in excessive stress while actively implanted. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional relevant information or the lead itself become available for analysis, the investigation will be updated.